Event description:
It was reported that the right ventricular (rv) lead had impedance of 270 ohm in unipolar polarity and it was not tested in bipolar since the patient is pacing dependent. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.